Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a broken cutting accessory still attached. (B)(4) event had no patient involvement; no patient impact. (B)(4) event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 (B)(4) previously reported events are included in this follow-up record. Product return status (B)(4) devices were received. Event confirmation status (B)(4) reported events were confirmed. Evaluation results (B)(4) 2 devices were found to be affected by a worn drive link.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a broken cutting accessory still attached. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.